Event description:
Complainant alleged that during training by a distributor, the device would not power on with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.